Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette disconnected and leaked. The patient reported that, when they woke up the heater bag was on the floor, the line was disconnected from the cassette and leakage occurred. This occurred during use of the device for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted, the tubing to the heater bag was separated from the cassette port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition ,during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.